Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that two syringe 5ml ll sp125 experienced missing scale markings. The following information was provided by the initial reporter: material no: 309646 batch no: 9064525. Description of problem: syringe has no units of measure/markings. This is the second syringe within a week that has been reported by the same nurse.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that two syringe 5ml ll sp125 experienced missing scale markings. The following information was provided by the initial reporter: material no: 309646 batch no: 9064525. Description of problem: syringe has no units of measure/markings. This is the second syringe within a week that has been reported by the same nurse.